Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine years and eleven months later computed tomography (CT) revealed that there were no central pulmonary artery filling defects. Approximately two months and nineteen days later, computed tomography (CT) revealed that a bard inferior vena cava filter was noted in the infrarenal inferior vena cava. A few of the arms and all the legs have penetrated through the wall of the inferior vena cava into the pericaval or mesenteric fat. 2 of the legs were in contact with the anterior periosteum of a vertebra possibly embedded within it. One of the legs was penetrated the right psoas muscle. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time, post filter deployment, it was alleged that the filter struts perforated into the inferior vena cava extending into the vertebral body and psoas muscle and it cannot be removed due to embedment. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.